Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had lot of button issues and screen issues. Customer¿s blood glucose level was unknown. Customer stated that the buttons were to press more than once, not functioning with press and hard to press. Customer stated that rejected new batteries and rewinding makes loud grinding noise. Customer also stated that insulin pump had false no delivery alarms and did not received low battery alert as well as battery life diminished but not less than 7 days. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive keypad. Problem isolated to the keypad. During visual inspection, found the keypad connector on electrical board 1 was properly locked. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, active current measurement, sleep current measurement and self test due to unresponsive keypad.